Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during dwell six of six, while the home patient (hp) was connected. The technical service representative (tsr) had the hp close all the clamps and cycle the power to clear the alarm. The tsr advised the hp to finish therapy using manual supplies. There was patient involvement, but no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.